Manufacturer narrative:
Additional testing was conducted on the returned computer. The computer hard drive failed a professional hardware diagnostics (phd) test. The smart data analysis showed bad sectors. The hard drive was found defective and to have caused the operating system issue. As previously reported, the computer was replaced to resolve the issue.

Manufacturer narrative:
RMA issued. Replacement computer shipped to site 07/15/2014. Medtronic investigation of returned suspect computer finds they verified the srmanager error, and were not able to renew the ip address. Re-duped the computer which resolved the srmanager error and the ip address issue. Software failure - corrupt os - directly caused event. (B)(6) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Replacing the system cpu restored normal function - system fully functional.

Manufacturer narrative:
A software investigation was completed and determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative, registered nurse (rn), reported that while in an ear, nose & throat (ent) procedure, synergy ent software became unresponsive within the registration screen of the navigation system. In trouble-shooting the system was re-booted and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.